Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28nov2018. The customer connected the oxygen to the hoses to secure them. Also, each side of the oxygen manifold were tested; check valves are good. The customer verified the tanks were not draining anymore. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the o2 tanks drain quickly. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.